Event description:
Boston scientific capio device and associated suture malfunctioned, causing the "bullet" to break and a small piece (approx 3 mm) broke off. Unable to visualize on xray. FDA safety report ID# (B)(4).